Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. The customer experienced pain, and a healthcare professional (hcp) "pulled the needle from the skin and a piece of metal sticking out of it" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. The customer experienced pain, and a healthcare professional (hcp) "pulled the needle from the skin and a piece of metal sticking out of it" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection was performed on the applicator and no issues were observed. Applicator had not fired correctly, loose sharp was observed. Applicator was pried open to inspect the sharp carrier; no issues observed with the sharp carrier. Sensor pack (B)(6) has been returned and investigated. Visual inspection was performed on the sensor pack and no damage was observed. Lid was not completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. Sensor plug was not properly seated. Visual inspection was performed on the sensor plug and deformed snaps was observed. An extended investigation has been performed. Visual inspection was performed on the retuned sensor and observed that the sensor plug was not properly seated and deformed snaps. Visual inspection was performed on the returned applicator and no issues was observed. Visual inspection was performed on retuned sensor pack and observed that the lid was not completely peeled off. The returned products passed all tests. As the sensor pack was not fully peeled off, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.